Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent med (micro endoscopic discectomy) due to lumbar herniation. Intra-op, the flexible arm could not be fixed although the handle of it was tightened. The procedure completed with other flex arm. There was no delay in overall procedure time. There were no patient symptoms or complications reported as a result of this event.